Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ front abdominal pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 34-year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dyspnea (progressive dyspnea I palpitations x 1 week) on (B)(6) 2015, uterine dilation and curettage on (B)(6) 2014, surgery (excision of cyst from left leg) in 2012, parity 2 (date of live births: (B)(6) 2002, (B)(6) 2004.), anemia (anemia with hemoglobin of 7.), uterine fibroids, dizziness, short of breath, caesarean section, vomiting, tuberculosis, acute gastritis, ectopic pregnancy, fatigue, hematemesis, multigravida (onset date: (B)(6) 2012, (B)(6) 2001, (B)(6) 2003, (B)(6) 2003, (B)(6) 1997, (B)(6) 1991.) And recurrent abortion. Laboratory data: wbc:4.7, hemoglobin 7. Previously administered products included for prevent pregnancy: birth control pill from 2006 to (B)(6) 2011. Concurrent conditions included blood pressure high since 2015, dysfunctional uterine bleeding, body mass index normal, weakness, tachycardia and blood transfusion. Concomitant products included naproxen sodium (anaprox) for cramp in lower abdomen as well as cefradine (ancef), estrogens conjugated (conjugated estrogens), ethinylestradiol, hydralazine, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), levonorgestrel, ondansetron (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and zolpidem. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one ) gain"), 2 months 31 days after insertion of essure. On (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis / recurring infections"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced headache ("migraine/ headaches") and migraine ("migraine/ headaches"). In july 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). The patient was treated with amlodipine, olmesartan, valsartan and surgery (hysterectomy (partial), tubal ligation, fractional dilation and curettage ). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, bacterial vaginosis and weight increased had resolved and the pregnancy with contraceptive device, abortion spontaneous, headache, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bacterial vaginosis, dysmenorrhoea, headache, menorrhagia, migraine, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: descripancy of insertion date (B)(6) 2011 and (B)(6) 2013 in plaintiff. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Pathology test - on (B)(6) 2014: endocervical, curettage microscopic diagnosis: uterus, endocervix, curettage -scant fragments of benign endocervix with squamous metaplasia, no dysplasia seen, endometrial, curettage microscopic diagnosis: uterus, endometrium, curettage: -fragments of benign endometrial polyp. -fragments of benign secretory endometrium, no hyperplasia or carcinoma seen. Ultrasound scan - on (B)(6) 2015: multiple fibroids are present within the enlarged uterus, the largest of which measures approximately 6.9 cm. Enlarged, fibroid uterus. Recommend correlation with beta hcg values/pregnancy status, which is not available at the time of dictation.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ front abdominal pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dyspnea (progressive dyspnea I palpitations x 1 week) on (B)(6) 2015, uterine dilation and curettage on (B)(6) 2014, surgery (excision of cyst from left leg) in 2012, parity 2 (date of live births: (B)(6) 2002, (B)(6) 2004.), anemia (anemia with hemoglobin of 7.), uterine fibroids, dizziness, short of breath, caesarean section, vomiting, tuberculosis, acute gastritis, ectopic pregnancy, fatigue, hematemesis, multigravida (onset date: (B)(6) 2012, (B)(6) 2001, (B)(6) 2003, (B)(6) 2003, (B)(6) 1997, (B)(6) 1991.) And abortion. Laboratory data: wbc:4.7, hemoglobin 7. Previously administered products included for prevent pregnancy: birth control pill from 2006 to (B)(6) 2011. Concurrent conditions included blood pressure high since 2015, dysfunctional uterine bleeding, body mass index normal, weakness, tachycardia and blood transfusion. Concomitant products included naproxen sodium (anaprox) for abdominal pain lower as well as cefradine (ancef), estrogens conjugated (conjugated estrogens), ethinylestradiol, hydralazine, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), levonorgestrel, ondansetron (zofran), oxycodone, oxycodone hydrochloride; paracetamol (percocet), paracetamol (tylenol) and zolpidem. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one ) gain"), 2 months 31 days after insertion of essure. On (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis / recurring infections"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced headache ("migraine/ headaches") and migraine ("migraine/ headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). The patient was treated with amlodipine, olmesartan, valsartan and surgery (hysterectomy (partial), tubal ligation, fractional dilation and curettage and fractional d and c). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, bacterial vaginosis and weight increased had resolved and the pregnancy with contraceptive device, abortion spontaneous, headache, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bacterial vaginosis, dysmenorrhoea, headache, menorrhagia, migraine, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of insertion date (B)(6) 2011 and (B)(6) 2013 in plaintiff. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Ultrasound scan - on (B)(6) 2015: multiple fibroids are present within the enlarged uterus, the largest of which measures approximately 6.9 cm. Enlarged, fibroid uterus. Recommend correlation with beta hcg values/pregnancy status, which is not available at the time of dictation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received. New reporter added. Category of case changed to incident. Lot number added, event injury replaced with new events - vaginal bleeding, menorrhagia, bacterial vaginosis, pregnancy (stillbirth or miscarriage), device ineffective, spontaneous abortion (miscarriage), device monitoring procedure not performed, weight gain, pelvic pain, migraine, headache, dysmenorrhea (cramping), abdominal pain were added. Concomitant drug and medical history added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.